Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt stated that her care taker noticed fluid leaking from the cylinder set when removing the product following treatment. The care taker stated he noticed moisture inside the cassette door upon termination of treatment on (B)(6) 2013. He stated that he could not identify the location of the leak in any instance. He stated that the pt has noticed no ill effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This medwatch report is associated with MFR #'s: 8030665-2013-00311, 803665-2013-00312, 8030665-2013-00313.